Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the serial number of the monitor for the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when attempting to performed a data transfer from the ventricular assist device (vad) controller to the monitor, the monitor displayed a critical error message. There was suspected abnormal controller behavior and the monitor was rebooted but there was no improvement. The same problem occurred when connecting to another monitor, the acquisition was not possible. The controller and monitor remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: one (1) controller (con020344) and one (1) monitor with unknown serial number were not returned for evaluation. Visual evidence provided by the site revealed that the monitor was displaying "a critical error has occurred. Please restart the monitor". Review of the controller log files associated with con020344 revealed one data point recorded on 24/apr/2021 after 06:41:37 with the date/time stamp of 45/25/165 (day/month/year) at 06:56:39. The observed invalid date entry likely contributed to the reported data transfer error event. As a result, the reported critical error message and data transfer error event was confirmed. Further investigation using a representative sample revealed that the invalid date entry event can be replicated when the controller is exposed to voltage spikes or noise caused when connecting a battery to the controller, resulting in a temporary loss of communication between the real time clock circuit and the user interface circuit (uic). The uic is responsible for operation of the controller, including recording data in the controller log files. Therefore, the loss of communication caused the controller to record an invalid date and/or time in the data log file. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported critical error can be attributed to, but not limited to a memory corruption at the time of the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported data transfer error can be attributed, but not limited, to a communication error, component failure, serial port connector failure, incompatible usb, and/or invalid date entry in the log files. Based on the available information, the most likely root cause of the observed invalid date entry event can be attributed to a voltage spike or noise caused when connecting a battery to the controller. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.